Event description:
During a lap radical prostate procedure while inserting a camera and a surgical needle, the seals on the devices ripped. Two other devices were used to complete the case with no pt consequence.